Event description:
It was reported that a device did not detect an upstream occlusion during preventative maintenance testing. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device in question. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.